Manufacturer narrative:
Initial reporter name and address: (B)(6). A qualified technician evaluated the device on site and confirmed the reported alarm in the error log. Further checking, the qualified technician checked the bypass where it was observed that the bypass valve was leaking. In addition, the qualified technician found a water leak from the liquid suction base. To resolve the issue, the qualified technician replaced the bypass valve and sealed the ring. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with an ak 96 machine, the machine generated an alarm 088 061 and a leak was observed from the bypass valve and the liquid suction base. There was no patient involvement. No additional information is available.